Event description:
A report was received that the patient's ipg was replaced as it was flipped inside of the pocket and the patient wasn't able to charge. The patient is doing well following the revision.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.